Event description:
The device was used during a hysterectomy procedure. Reportedly, the instrument misfired. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reusable stainless steel stapler in which this disposable loading unit was fired was not returned for eval.